Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, and severely calcified coronary artery. A 3.50 mm x 15 mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.